Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's report of error code b30 was not confirmed. However the following non-reportable issues were discovered; the control unit had a scratch, the grip had a scratch, the switch one had a scratch, the universal cord had a scratch, the light guide connector had a scratch, the light guide cover glass had a scratch, the video connector case had a crack, the video connector case had a scratch, the video connector had a crack, the video connector had a scratch, the label on the video connector was peeled, the bending section could not be fixed firmly due to damage on forceps elevator or lock engagement lever, and the adhesive around objective lens was peeled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex deflectable videoscope had an error code b30 (communication error) when attached to the video system center. The issue was found during preparation for use for a therapeutic procedure. There were no reports of patient harm. The procedure was completed using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, "b30 error", was not confirmed, and a root cause could not be identified. Other additional findings were found as follows: ·a scratch and a crack were observed on the video connector. Therefore, external load which occurred during handling of the device temporarily caused the electrical connection status to be unstable. ·the video connector was connected in the condition that a foreign material or stain adhered to the contacts of the video connector or the contact of the video system center side, which resulted in temporary connecting failure. ·sporadic overcurrent such as static electricity gave impact on the subject device. Moreover, overcurrent can occur due to connection/disconnection of the video connector while the system was powered on, leakage current from other devices or electric wirings, or adhesion of dust or moisture to the electrical contacts of the video system center or the video connector. ·the circuit board in the video connector gradually got deteriorated and faulty due to repeated electrical stress since there had been no replacement history since the delivery september 2017 for approximately six years and two months. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The instructions, operation manual, ¿preparation and inspection: inspection of the endoscopic system¿, chapter 3, section 3.8, identifies the following related verbiage which could have detected the phenomenon: inspection of the endoscopic image: confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.